Event description:
A customer reported to baxter (B)(4) of a vial-mate reconstitution device in which it started leaking due to the needle not retracting. This condition occurred during an infusion. There was patient involvement; however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4).a companion sample was sent in for an evaluation. The sample was docked to a solution bag and vial. The sample functioned successfully with no leaking issues. The reported condition was not confirmed; the cause of this condition remains not identified. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.